Manufacturer narrative:
A ge service representative performed an on site investigation. All circuit boards and fuses in the workstation were reseated. The system was then found to be operating as intended.

Event description:
The customer reported a low voltage alarm and that the system was not booting up as a result. No patient injury was reported.